Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient was experiencing discomfort at the pocket site. The patient's pocket site was repositioned from the patient's back to the abdomen. The patient is no longer experiencing discomfort and is reportedly doing well.